Event description:
It was reported that the tip of the cannula accessory was damaged. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering observed a visible dent at the distal tip. The appearance of the dent leads engineering to conclude that the damage was likely caused by user mishandling. It was determined that the deformation of the tip has the potential to cause scraping of the instrument main tube in certain loading conditions. No other damage found. The cannula and obturator instructions for use (IFU) specifically states: cannula inspection instructions warning: do not use a cannula with imperfections on its distal end. Examples of defects include a rough edge, dents, or an out-of-round shape. Use of a defective cannula may result in instrument damage, including scraping of the instrument shaft and particulate falling into the pt. Inspect the cannula prior to use for any defects. Warning: cannula defects can be caused by dropping the cannula or handling it roughly.